Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter.